Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (2.0mm drill bit/qc/125mm, part number 310.210, lot number 2520549). The received instrument shows that the tip of the drill bit is broken and that the flute is twisted. The broken part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information and without all involved parts we cannot determine the exact root cause. Due to the wear and tear signs, we can assume that this product was often and intensive used instrument. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. The microscopic analysis of the broken surfaces shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Please note: blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. We conclude that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 27, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 2.0mm drill bit broke during a surgical procedure on (B)(6) 2015. The surgery was extended for two (2) minutes. No reported patient harm. This report is 1 of 1 for (B)(4).